Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found a defective air detector. The air detector was replaced along with the dso seal.

Event description:
Device analysis found a damaged downstream occlusion seal and a defective air sensor. There was unknown patient involvement. No patient harm/adverse event was reported.